Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet with a g7 cgm experienced hyperglycemia confirmed by fingerstick at 391 mg/dl, with no reported infusion set leaks or pump alarms and insulin delivery not stopped; the patient¿s infusion set was a 6 mm, 23" cannula. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education. Investigation included guided troubleshooting over the phone, instruction for a full set and cartridge change, and direction to disconnect and remain off the pump for at least two hours if giving a manual insulin injection, then to reconnect with new supplies. Investigation of this case revealed no device alarms or observable delivery interruption, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.